Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there was constant beeping and alarming, "no disposable, pump won't run." The reservoir volume on the pump at the start of the alarm was 58.9 ml. A new cassette was placed and the issue was resolved. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.